Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent called in to report a power error detected alarm. The caller stated that they changed the reservoir and set but the problem persisted. The customer's reading was 166 mg/dl. The caller was advised to troubleshoot, but did not find any problems. The caller was advised to monitor the device and call back if problems persisted. Nothing was replaced or returned for analysis.